Event description:
Circulating nurse in the o.r. Touched adapter while unit was in use & suffered a very minor burn on right thumb. She touched it due to the fact the surgeon complained of low power from electrosurgical unit. Smoke was noticed coming from adapter due to poor contact between adapter & electrosurgical unit. Active electrode cabledevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.